Manufacturer narrative:
Investigation into this event could not confirm nor deny the customer observations. No data was provided by the customer, nor were samples returned to mts. The customer determined through their investigation that the falsely graded results obtained on the provue was due to the dilution of the wash solutions using out of spec ph distilled water. New fluidics system solutions were diluted using bottled water. The customer performed qc with acceptable results. Instrument malfunction could not be identified. Customer error could not be ruled out as a contributing factor.

Event description:
The customer reported that the ortho provue analyzer interpreted negative results as 1+ or "?". According to the customer, dilution of wash solution a and b using out of spec ph distilled water resulted in the false results. Info of the ph of the distilled water, specifications or testing performed at the time of the incident was not provided. If the falsely graded results were released, the risk of death or serious injury would not be remote. Erroneous test results were not reported as a result of this incident.